Event description:
Pt was involved in a motor vehicle accident and was intubated that day. The following day a single level acdf and stabilization was performed with the doc system. The pt remained intubated with both an endotracheal tube and a naso-gastric tube, following surgery up until the following incidents occurred. On 6/2/98, the wound dehissed and developed exudate, at which time it was reexplored. In the upper left corner of the wound it was found that the rod head of the implant had penetrated into the esophagus. The implant and the bone graft were then removed and an esophageal stent operation performed on 6/10/98.